Manufacturer narrative:
Date received by manufacturer: 11apr2018. Date of report: 10aug2019. Added report source submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 10aug2019. (B)(4). The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The da board was installed in an fi test ventilator. The test ventilator was booted up into normal ventilation mode and delivered breaths. The test ventilator was cycled on and off 15 times without producing any errors. The pressure accuracy test (pvt test 4) was performed and passed. The da board was allowed to run in the test ventilator for approximately two (2) hours and no errors were generated. The customer returned data acquisition (da) board was tested and no failures were identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the pressure accuracy test (pvt test 4) failed the average proximal pressure. There was no patient involvement.